Manufacturer narrative:
No components have been returned to the manufacturer at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the site's radiology team has noticed that the image acquisition system (ias)'s batteries were getting drained very quickly when doing basic motions. They noted that after startup, when they proceeded to open the gantry to prepare the unit for movement, the battery indicator would go from full to less than half almost immediately. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: no patient information provided as no patient was involved in this concern. If information is provided in the future, a supplemental report will be issued.

Event description:
The site confirmed that after the system was fully charged overnight, the battery status indicators reflected a full battery charge.